Event description:
Complainant alleged that while treating a pt (age & gender unk) the device failed to discharge a reported three times. The device successfully discharged upon the fourth attempt and then started to smoke. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.